Event description:
While performing a laminectomy procedure the esu, active hand/control, went "on" spontaneously while seated in the plastic hand/control holder. The electrical surgical unit was immediately disconnected & replaced. No injury occurred; however the potential for fire &/or burns was present.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-94. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, related to another drug/device. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, use of all similar devices stopped temporarily. The device was not destroyed/disposed of.